Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery was defective. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the battery logs and performance testing confirmed that the battery was defective. Based on all evidence, the investigation determined the battery defect was due to an isolated component failure in the main circuit board (pcb) of the battery assembly. The battery pack was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery was defective. The device was not in use when the fault occurred, therefore, there was no patient involvement.